Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation it was observed that the battery handpiece device trigger was blocked, jammed, and heavy moving. It was also noted that the device failed pre-repair diagnostic tests for proper function of the triggers, the incompatibility with lid of the trauma recon system (trs) recon saw, fitting of the lids, falling out protection (steal ring), free moving, response of on/off trigger, and function of all modes. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.